Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: a review of the black box showed no evidence of a communication alarm or a call service alarm. A test battery cap was used for all testing. The pump was run for 24 hours successfully. No reboots, loss of powers, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components were found inside the pump. No communication alarms or call service alarms were not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.